Manufacturer narrative:
Concomitant medical products: 6935m62 lead, implanted: (B)(6) 2020; 5076-52 lead, implanted: (B)(6) 2020; 3058 ipg, implanted: (B)(6) 2016; 3889-28 lead, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient felt that the cardiac resynchronization therapy defibrillator (crt-d) had moved. The device remains in use. No patient complications have been reported as a result of this event.